Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure when the subcutaneous implantable cardioverter defibrillator (s-ICD) was placed in the device pocket, they were unable to interrogate it. No tones were heard with magnet application. It was noted the patient was of a larger stature. The device was removed from the pocket and a successful interrogation occurred. Once the s-ICD was placed back into the pocket, they were able to complete a successful interrogation and continue with the implant procedure. The s-ICD remains in service and no adverse patient effects were reported.